Event description:
It was reported that during a procedure a farawave catheter was selected for use. However, the doc inadvertently tried to pull the catheter into the sheath while the flower was deployed and it wrecked the wire lumen to the point where the wire would not advance out the tip of the catheter anymore. The catheter was then replaced and the issue resolved. The procedure was completed without patient complications.

Event description:
It was reported that during a procedure a farawave catheter was selected for use. However, the doc inadvertently tried to pull the catheter into the sheath while the flower was deployed and it wrecked the wire lumen to the point where the wire would not advance out the tip of the catheter anymore. The catheter was then replaced and the issue resolved. The procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.